Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor was fractured; full lead in segments was returned for analysis.

Event description:
A call was received through technical services reporting the patient received 2 - 10 shocks due to noise and oversensing, and pacing impedance spiked to 1500 ohms 14 days before the shocks. Further alleged that the patient "experienced inappropriate and/or excessive shocking" and a lead fracture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.